Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that meeting with the representatives has made their stimulator better and they were accessing a deeper stimulation; however, they do wish that is was easier to adjust.

Manufacturer narrative:
H3: product ID 97745, serial# (B)(6), was returned for analysis and found the front case was cracked causing case separation, charge issues, power loss and blank/white display. The main board battery contacts were broken, and the back case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller was totally blank and not working and the issue began today. Patient needed to control their stimulation and got the stimulation cranked on medium vibration. During the call there were no damages on the ac power and green light displayed on the ac power. Patient could only see 1 row in the controller charging port. Agent walked patient through removing the battery pack and plugging controller into the ac power. Controller did not power on. Agent placed patient on a hold and when agent got back the controller was still blank and unresponsive. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Patient called back and stated they tried contacting their hcp's office to get in touch with a rep, but they aren't sure when they will hear back. Patient stated their stimulation is cranked up over medium and they won't be able to sleep like this. Agent had patient try aa batteries in the controller. Patient commented they had a remote break in the past and had tried the aa batteries, so they should have thought to try that already. The controller did not come on. Patient then stated their doctor's office was calling back and disconnected the call.